Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored screen. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display screen was dim and discolored. A test screen was placed on the pump and the display showed normally. Unrelated to the complaint, the pump's history showed a reboot with a time and date reset to factory default. During testing, the pump went through the rewind, load, and prime steps with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate successfully. The pump was opened to investigate, and the internal battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.